Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low troponin t hs stat result for one patient sample. The initial result was 17.71 pg/ml with a data flag and was reported outside the laboratory. Due to the difference when compared to the previous result for the patient, the sample was repeated on (B)(6) 2017 with a result of 144.5 pg/ml with a data flag and on (B)(6) 2017 with a result of 139.8 pg/ml with a data flag. There was no allegation of an adverse event. The reagent lot number was 176452. The expiration date was requested but was not provided.

Manufacturer narrative:
A specific root cause could not be identified. Typical causes for this type of event include issues with sample quality or insufficient maintenance of the analyzer.